Manufacturer narrative:
D4 - primary UDI number - unknown as all specific product information is unknown. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved and unspecified transpac transducer with unknown list and lot number. The reporter stated transducers losing their line (dampening of arterial). There was unknown patient involvement; harm was not reported as a consequence of this event.